Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the product has not been returned, therefore, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the presence of an e402 not connected error and an e315 scope unsupported scope (following troubleshooting). Tac was then connected with a technician at the user facility for trouble shooting. After reviewing the digital file cable was correctly connected, tac instructed technician to go to advanced menu-system setup-peripheral-digital file-change from option to remote, changed output from sdi (serial digital interface) to comp. Tac instructed technician to turn off the printer, released an image and there was no error message, except it did not go to ¿MDR reports¿. The technician then followed tac instruction to reseat the digital light source cable on both ends to resolve the e315 scope unsupported scope; this method of troubleshooting resolved the reported issue. The device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The customer reported to olympus that the evis exera iii video system center displayed error message e402 not connected during a procedure. After troubleshooting the device, an e315 scope unsupported scope was also displayed. There was no patient harm associated with this event.